Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no adverse impact to the customer's blood glucose level. A replacement pump was arranged to be sent to the customer, however, customer confirmed original pump was working as intended and decided to continue to use original pump.